Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical discrepant results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. Work order ID: (B)(4) ((B)(6)). Con site to investigate s/n (B)(4). Completed calrack script alignments. Most significant adjustments made to y axis on sample both racks, but adjustments were not excessive, (3 or 4 steps max). Completed load cartridge test with no bubbles. Efc test on both sides passed with only one value over 65. The exception was side b, top position 4 at 303. Normalizer ratio checked ok with little variation across all colors. Upgraded software from (B)(4) and completed qualification run with no errors. A few small bubbles were observed at positions a - top 2, 3, 5, 6, 10, and b - top 6, (photos attached). The current software version is (B)(4). No parts used. No calibrated equipment used. This work order also completed in conjunction with work order (B)(4). (B)(6) reviewed, all info present. (B)(6) reviewed, pending wo. Material no.: 441916. Serial no.: (B)(4). It was reported that there are discrepant results. (B)(6). Acct: (B)(6) hospital. Case #: (B)(4). Customer problem: discrepant results. This case is initially open as reagent complaint. (B)(6) (max apps) escalated it to bd global. You can read the finding by global here (case #(B)(4)). Steps taken with customer/troubleshooting: create a case against the instrument. Next steps (if necessary): dispatch is required to do alignment and load cartridge check on the instrument. Resolution achieved (y/n)? Y. Parts recommended (part # / description / quantity): n/a. RMA required (y/n)? N/a. Follow up required (y/n)? N. Software version? Not provided. Vials affected (for blood culture only)? N. Dispatch priority determination (emergency, non-emergency, low, or no dispatch): able to process samples (y/n)? Y. Able to maintain workflow (y/n)? N. Answer is ¿no¿ to both priority = emergency.  Answer is ¿no¿ to one priority = non-emergency.  Answer is ¿yes¿ to both priority = low.   Was remote assist used (y/n)? N. Help lightning used (y/n)? N. (B)(6). Discrepant results.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument discrepant results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. Work order ID: (B)(4). Con site to investigate s/n (B)(6) . Completed calrack script alignments. Most significant adjustments made to y axis on sample both racks, but adjustments were not excessive, (3 or 4 steps max). Completed load cartridge test with no bubbles. Efc test on both sides passed with only one value over 65. The exception was side b, top position 4 at 303. Normalizer ratio checked ok with little variation across all colors. Upgraded software from 5.04a to 5.14a and completed qualification run with no errors. A few small bubbles were observed at positions a - top 2, 3, 5, 6, 10, and b - top 6, (photos attached). The current software version is 5.14a. No parts used. No calibrated equipment used. This work order also completed in conjunction with work order (B)(4). (B)(6) : 2021-03-16 15:35:23 (gmt). Reviewed, all info present (B)(6) : 2021-03-08 18:01:36 (gmt). Reviewed, pending wo. Material no.: 441916. Serial no.: (B)(6) . It was reported that there are discrepant results. (B)(6) : 2021-03-05 20:23:34 (gmt). Acct: (B)(6) hospital. Case #: (B)(4). 1. Customer problem: discrepant results. This case is initially open as reagent complaint. Tania (max apps) escalated it to bd global. You can read the finding by global here (case #(B)(4)). 2. Steps taken with customer/troubleshooting: create a case against the instrument. 3. Next steps (if necessary): dispatch is required to do alignment and load cartridge check on the instrument. 4. Resolution achieved (y/n)? Y. 5. Parts recommended (part # / description / quantity): n/a. 6. RMA required (y/n)? N/a. A. Follow up required (y/n)? N. 7. Software version? Not provided. 8. Vials affected (for blood culture only)? N. 11. Dispatch priority determination (emergency, non-emergency, low, or no dispatch): q1 able to process samples (y/n)? Y. Q2 able to maintain workflow (y/n)? N. A. Answer is ¿no¿ to both ¿ priority = emergency . B. Answer is ¿no¿ to one ¿ priority = non-emergency.  C. Answer is ¿yes¿ to both ¿ priority = low .  12. Was remote assist used (y/n)? N. A. Help lightning used (y/n)? N. (B)(6) : 2021-03-05 20:09:22 (gmt) . Discrepant results.

Manufacturer narrative:
The following fields was updated due to corrected information: b.5. Describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument discrepant results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. Work order ID: wo-01821815 ( gerald hoyt ) con site to investigate s/n ct1784. Completed calrack script alignments. Most significant adjustments made to y axis on sample both racks, but adjustments were not excessive, (3 or 4 steps max). Completed load cartridge test with no bubbles. Efc test on both sides passed with only one value over 65. The exception was side b, top position 4 at 303. Normalizer ratio checked ok with little variation across all colors. Upgraded software from 5.04a to 5.14a and completed qualification run with no errors. A few small bubbles were observed at positions a - top 2, 3, 5, 6, 10, and b - top 6, (photos attached). The current software version is 5.14a. No parts used. No calibrated equipment used. This work order also completed in conjunction with work order wo-01758701. Loretta rodriguez : 2021-03-16 15:35:23 (gmt) reviewed, all info present alexandra gatlin : 2021-03-08 18:01:36 (gmt) reviewed, pending wo material no.: 441916 serial no.: ct1784 it was reported that there are discrepant results. Muhammadamirulredza rosli : 2021-03-05 20:23:34 (gmt) acct: ami st francis hospital case #: 01284197 1. Customer problem: discrepant results. This case is initially open as reagent complaint. Tania (max apps) escalated it to bd global. You can read the finding by global here (case #01280347) 2. Steps taken with customer/troubleshooting: create a case against the instrument. 3. Next steps (if necessary): dispatch is required to do alignment and load cartridge check on the instrument. 4. Resolution achieved (y/n)? Y 5. Parts recommended (part # / description / quantity): n/a 6. RMA required (y/n)? N/a a. Follow up required (y/n)? N 7. Software version? Not provided 8. Vials affected (for blood culture only)? N 11. Dispatch priority determination (emergency, non-emergency, low, or no dispatch): q1 able to process samples (y/n)? Y q2 able to maintain workflow (y/n)? N a. Answer is ¿no¿ to both ¿ priority = emergency  b. Answer is ¿no¿ to one ¿ priority = non-emergency  c. Answer is ¿yes¿ to both ¿ priority = low   12. Was remote assist used (y/n)? N a. Help lightning used (y/n)? N muhammadamirulredza rosli : 2021-03-05 20:09:22 (gmt) discrepant results d.1. Medical device brand name: bd max¿ system, bd max¿ instrument h.6. Investigation: a "correlation/discrepant result" complaint was reported against the bd max instrument catalog number 441916, serial number ct1784. The customer reported that one customer had multiple discrepant result. The patient had positive results about 7 of 8 times with varying target between the biogx and bd sars-cov-2 assay. The customer reported that the negative results had jagged curves. Multiple runs was conducted to curves were jagged. Field service was dispatched. Field service performed calrack script alignment and made adjustment on y axis. Root cause cannot be determined with the information provided. The complaint is unconfirmed. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10